Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coseal had white matter on the joiner base. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with naked eye identified white particulate matter in the dsd pouches. Spectroscopic evaluation determined the pm are consistent with leaking of solution from the transfer accessory junction followed by evaporation and subsequent precipitation. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.